Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer has been getting a low battery notice and went to change the battery this morning. Customer refilled the reservoir and stated that she has used 6 batteries but only 1 battery has given any kind of notice. Customer stated that the pump started counting down from 7 and was giving a battery out limit alarm. Customer's blood glucose was 109 mg/dl at the time of the incident. Customer's screen is now blank. Customer stated that only 1 of the 6 batteries used gave a battery out limit alarm. Customer reported that there is a tiny crack on the corner of the window. Customer stated that when she bends over the pump does drop out and hit the floor. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a blank display due to corroded battery cap contacts. The pump was tested with a good battery cap and it passed. Also, the pump was received with normal operating currents. No blank display and no battery out limit alarm noted during testing. No damage found on the lcd isolation tape. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.